Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h6: a review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm5071802 was released in a single batch. ¿ batch1: lot qty of 53 units were released on (B)(6) 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the complaint device skyline spring clipdriver was returned to customer quality (cq) west chester for investigation. The tip of the driver had broken and the broken tip was not returned along with the part. There are scratch marks all over the shaft of the driver consistent with normal wear of the device. No other issues were identified during visual inspection. Device/defect identified: yes document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: skyline acp, medium handle spring clip self-retaining driver (current and manufactured) dimensional inspection: this defect was identified as a post manufacturing issue, hence the dimensions of the device were not reviewed. Complaint confirmed: yes, the complaint condition of broken can be confirmed based on the available information. Conclusion: the skyline spring driver had its tip broken during surgery. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the procedure, the surgeon was explanting a skyline plate when the tip of the skyline spring clip driver broke off. The plate was being removed due to adjacent segment disease. The plate was originally implanted in the patient on (B)(6) 2020. There was no surgical delay. The procedure was successfully completed. Concomitant devices reported: unknown skyline plate (part# unknown; lot# unknown; quantity: 1). Unknown skyline screw (part# unknown; lot# unknown; quantity: 1). This report is for one (1) skyline spring clip driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.